Event description:
In 2004, the pt reportedly was seen by a physician. When the physician removed ear wax, the electrode array was observed in the ear canal. During revision surgery, the surgeon removed the pt's cii device due to physiological complications encountered.